Event description:
It was reported that the tip of the right posterior-fossa pointer was bent during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.

Manufacturer narrative:
During failure analysis, the reported event that the pointer tip was bent was confirmed through visual inspection and production software. During testing, validation was not successful due to the tip deviation. During the device evaluation, we were unable to determine what caused the bent tip. It is possible rough or improper handling led to the bent tip. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that the tip of the right posterior-fossa pointer was bent during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.